Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed and not parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the site was having issues with tracking the passive planar instrument only. There were no issues with any other instruments. There was a 10 minute delay before the sit decided to abort navigation. No impact on patient outcome.